Manufacturer narrative:
The device and leads have been retained by the hospital's pathology department, and available information suggests that these products will not be returned to boston scientific. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator patient's entire system was explanted due to infection. The patient's explanted leads include a transvenous right ventricular (rv) lead, a transvenous left ventricular (lv) lead, and an OEM manufactured right atrial (ra) lead.